Manufacturer narrative:
The pump has been returned to animias for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
The reporter contacted animas on behalf of her son (the patient) alleging elevated blood glucose levels and ketones. During the call with the animas cde, the reporter claimed that the patient's current blood glucose level was 210mg/dl. The patient's target was reportedly 180mg/dl. Earlier that night when the reporter contacted animas, the patient's blood glucose level was reportedly at 500mg/dl with ketones. That same night, a nurse practitioner requested to have the pump assessed. The reported claimed that over the last 8-9 days, the patient had ketones without elevations. The reporter denied that the patient had an illness. The animas cde performed troubleshooting. The patient reportedly disconnected at site and had changed site. No issues were found with sites. No bent sites were observed and no air was noticed in the cartridge. The pump primed easily with no leakage at connections. The animas cde confirmed basal rates, bolus amounts, and compared to tdd. All matched, no suspension of pump. Although, the animas cde was unable to find a mechanical issue with the pump, the device was replaced per the request of the nurse practitioner during a follow-up contact.